Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3030 failed to deliver energy. There were no pt effects. The product is returning.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).